Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿patient sensitivity to materials¿. The product catalog number and the lot number for this device are unknown. The DHR review could not be performed without a lot number. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that the patient had a bad urinary tract infection. Also said that the patient experienced some bleeding, but added that it might be a sign of kidney stones and the patient was treated with the doctor regarding that. It was unknown if the device contributed to the urinary tract infection at this time and medical intervention was unknown.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient had a bad urinary tract infection. Also said that the patient experienced some bleeding, but added that it might be a sign of kidney stones and the patient was treated with the doctor regarding that. It was unknown if the device contributed to the urinary tract infection at this time and medical intervention was unknown.